Event description:
The customer has noticed an increase in repeat (B)(6) rates for the prism hbcore assay, lot 96867hn00. The current rate is documented at 0.15%. The previous month's rate was 0.041%. The rate with the previous lot of reagent was 0.065%. No individual specific donor testing information is available, but the customer gave the example of one patient with repeat (B)(6) results of (B)(6). The customer states that donors with (B)(6) results (B)(6) in the future. There is no further reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
The evaluation began with the testing of retained reagents of prism hbcore, lot number 96867hn00 and 02169li00 (as reference). The lots were calibrated and control material met specifications. Analytical specificity was then evaluated with reference panels, which are internal measurement standards used to test product performance prior to lot release. All monitored parameters met specifications. Next, a review was performed of test results of a human negative population tested for customer release. This review did not reveal any increased values or indications that the specificity of reagent lot 96867hn00 might be impacted. Next, a total of 664 fresh human plasma and serum samples were tested with lot 96867hn00. Four true-reactive samples, confirmed by reference testing, were obtained; however, no false-reactive results were detected. Specificity was calculated to be 100% in this test setup. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The prism hbcore assay package insert contains information to address the customer's current issue. Based on the current evaluation, the prism hbcore reagent, list number 1a77-48, lot number 96867hn00, is performing acceptably according to package insert requirements. A product deficiency was not identified.